Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent another procedure to treat a proximal type I endoleak. Another trunk was placed up to the left renal artery, and the proximal end of the device was ballooned twice. Then three coils were placed inside the aneurysm sac on the upper left side where the endoleak appeared to originate. The procedure was concluded with a fem-fem bypass.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.